Event description:
The customer reported falsely elevated alpha fetoprotein (afp) results were obtained on 7 patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica im analyzer the repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated afp results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated alpha fetoprotein (afp) results were obtained on 7 patient samples on an atellica im 1600 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. The customer replaced and primed the acid and base. The customer initialized the luminometer and recalibrated. Siemens remotely reviewed instrument data. The analyzer was recalibrated with a new calibrator and reagent pack. Siemens inspected the wash stations, waste reservoirs, and performed a breaker shutdown. A siemens customer service engineer (cse) was dispatched to the site. The cse found that a fluidics fitting was loose and causing an air leak. The cse reseated the fitting and primed the module. The cse performed daily maintenance and an autocheck, results of which were acceptable. Post service, the qcs and calibrations have been within range, and the customer has confirmed that no further discrepant results for afp have been obtained. Siemens further evaluated the event and concluded that a loose fluidics fitting potential caused the falsely elevated afp results. This would cause high results as the patient sample would not have been adequately washed. The customer is operational after service actions. No further evaluation of this device is required.